Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a myomectomy on an unknown. During the procedure, it was difficult to disconnect the handpiece from the device. It was suspected that the cpc coupler may have been damaged. Another like device was used to complete the procedure with no adverse patient consequences.